Event description:
It was reported that low sensing, low impedance and loss of capture were observed. X-ray revealed perforation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.